Event description:
Allegedly, the patient underwent a surgical procedure on the shoulder. 10 days post-primary surgery, the patient reported with dislocation. Subsequent radiographs indicated the reversed polyethylene component dissociated from the humeral stem. That same day, the patient underwent revision to replace the poly insert. It was reported that the revision was completed in a duration of 20 minutes or less.

Manufacturer narrative:
H3: the device was returned for investigation. A visual evaluation found the device exhibits scratches to the underside of the device as well as gouges to the top and sides. The damage could have occurred during removal of the device. A functional impaction test was performed and found the device to function as intended.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a surgical procedure on the shoulder. 10 days post-primary surgery, the patient reported with dislocation. Subsequent radiographs indicated the reversed polyethylene component dissociated from the humeral stem. That same day, the patient underwent revision to replace the poly insert. It was reported that the revision was completed in a duration of 20 minutes or less.